Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported the primary infusion "had a secondary medication connected at the upper smartsite valve. It was noted that while the channel was paused the drip chamber for the secondary set continued to drip and the yellow medication traveled up the primary tubing past the check valve and into the primary bag."biomed evaluated and verified that the set-up was correct. The nurse rehung a new tubing set and medication and the problem was resolved. No patient harm or medical intervention occurred. No further patient/event information was reported.